Event description:
Notified by fusa sales of this complaint (4 of 4). Customer at hosp unit reporting four internal "blood leaks" with the same lot number dialyzer, single use. Pt info was requested on 12/31/98. It was confirmed that there was no medical intervention required for any pt and no adverse effects were reported. MDR determination can be made until the blood loss is reported. Complaint sample were discarded. There is no companion lot sample available for evaluation for all four complaints. 1/4/99 confirmed each pt lost the extracorporeal system of blood or 250cc. Reported "blood leaks" were on different dates. Four complaints entered and four mdrs filed due to four incidents of reported blood loss. Awaiting pt info for health care professional. 1/5/98 third request for pt information. 1/6/98 all info has been rec'd that is available from customer, health care professional.